Event description:
It was reported a balloon ruptured following multiple inflations during post dilatation of a stent in the superficial femoral artery. Upon removal of the balloon catheter, it was noted a segment of the balloon material had detached in the pt. Surgical retrieval of the balloon segment was uneventful. The procedure was successfully completed with this balloon catheter and the pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the distal portion of the balloon, approx 7.2 cm, was detached and not returned for evaluation. Fragments of balloon material and adhesive were located at the distal bond area of catheter shaft. The proximal portion of the catheter shaft under the balloon was flattend and kinked. The catheter shaft was also flattened and kinked. The catheter shaft was also flattened from 2.3 to 3.5 and 21.5 to 24 cm distal to the strain relief. The remaining balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization of use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon catheter. This device exhibited characteristics indicative of the catheter being lodged, a kinked and flattened catheter shaft. F/u also indicated this device had been used to successfully deploy two stents prior to dilating this stent. Therefore, co believes above factors may have contributed to this event and do not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or syhthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."